Event description:
It was reported that a site's handheld was not working. It would freeze at interrogation. Also received an sql error. Soft and hard resets were performed and it still wouldn't work. Product analysis is pending on the handheld and software.